Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-08035 . Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-08035. It was reported the patient has been receiving unsatisfactory coverage. Reprogramming attempts have been unable to provide resolution. X-rays were taken and revealed lead migration. In turn, the patient may undergo bilateral sacroiliac joint injections and radiofrequency ablation. If a resolution isn't reached, the patient may undergo surgical intervention to address the issue.